Event description:
It was reported that the patient developed an infection. The patient has experienced back and abdominal pain since a reprogramming session 2 weeks ago. The patient was at home in good condition. Further information is being requested from the hcp.